Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic robotic abdominal hernia repair, when closing fascia, the thread broke. Another suture was used to resolve the issue in order to complete the case. There was no patient injury.